Manufacturer narrative:
Event summary: as reported, during a cystoscopy and dj stenting, a filiform double pigtail ureteral stent set (133626) from production lot 14883744 broke while being pushed through the scope, prior to patient contact. The stent was removed immediately. Another device of the same type was used to complete the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention and did not experience any adverse effects due to this occurrence. Investigation ¿ evaluation: a document-based investigation was performed including a review of complaint history, device history record (DHR), instructions for use (IFU), and quality control procedures, as well as a visual inspection of the device were conducted. The complaint device was returned for evaluation. The stent was in two segments and without a tether. The distal segment measured 11.6cm, and the proximal segment measured 14.5cm. The points of separation appeared to be mating fractures. Blue fibers were present on the fractured ends, which indicated the separation could have been caused by the tether getting tangled in some manner. A document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the DHR for the reported complaint device lot 14883744 revealed no recorded non-conformances relevant to the failure mode. A database search did not identify any other events associated with the reported device lot. Based on the available information, cook has concluded that there is no evidence suggesting nonconforming product exists either in house or in field. Review of the device history record, complaint history, quality control documents, and device failure analysis indicate that the device was manufactured to specification. Cook reviewed product labeling. The product IFU, ¿black silicone filiform double pigtail ureteral stent,¿ provides the following information to the user related to the reported failure mode: how supplied: "upon removal from the package, inspect the product to ensure no damage has occurred." Based on the information provided, inspection of the returned device, and the results of the investigation, cook has concluded a definitive cause can not be determined. Cook will continue monitoring of similar complaints and has notified the appropriate personnel of this event. Per a review of risk documentation, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. E1: customer name and address = (B)(6). E1: customer name and address = (B)(6). G4: PMA/510(k) number = pre-amendment. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, during a cystoscopy and dj stenting, a filiform double pigtail ureteral stent set broke while being pushed through the scope, prior to patient contact. The stent was removed immediately. Another device of the same type was used to complete the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention and did not experience any adverse effects due to this occurrence.